Event description:
The report received from the USA stating that the device was "heating". The device was not being used in surgery. There was no reported patient or user injuries. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. The device was evaluated and the customer's complaint of heat could not be confirmed. This unit was tested and passed all operational specifications, however, it was noted that the unit makes an unusual noise and vibration. This is most likely due to normal wear over time. If additional information is received, a supplemental report will be sent. Ref: (B)(4).